Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 06jun2019. A visual inspection of the touchscreen revealed yellowing on the corners, cracked traces and suspected inner layer delamination, bubbling and smudging. However, during testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03apr2019, date rec¿d by MFR : 26mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.